Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as electrodes are digging into their skin, initially causing deep marks and now resulting in open blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removal of lv to allow the patients skin to heal. Follow up indicated that the skin irritation improved.